Event description:
User facility medwatch (B)(4) report received that states: describe the event or problem: after placement into the patient, it was determined that the lock of the mitraclip failed, and the clip would not remain closed. The clip was removed and replaced with no harm to the patient. The clip was given to the rep and will be returned to abbott for evaluation. Manufacturer response for transcatheter mitral valve repair device, mitrclip (per site reporter). Clinical site gave the product to the rep directly, rep was present. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do; manufacturer event description: it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Attachment medwatch report number: (B)(4).

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided, a cause for the reported unintended movement (clip opening while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.